Manufacturer narrative:
The product was not returned for an evaluation. However, an evaluation of the complaint was conducted. The product identity was not confirmed as a result of the part not being returned. The complaint is considered confirmed as there was a revision to remove the implants. There was no alleged malfunction of the implants. According to the evaluation, the most-likely cause of this complaint could not be determined. Because the lot number is unknown, the device history records could not be reviewed.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a revision took place as a result of internal bleeding experienced by the patient. It was confirmed the surgeon felt as though the bleeding had nothing to do with the implant, however, needed to remove it in order to search for what was believed to be internal bleeding. The surgeon was able to confirm there was no bleeding and the spike in blood pressure believed to be internal bleeding was not confirmed. The surgeon used the same plates and screws from the first kit and used the towers from a new kit for the bands. The bands were discarded and the plates and screws reused.